Event description:
It was reported that during testing performed by a sales rep at the user facility, the device was determined to be overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure analysis engineer was unable to duplicate the reported overheating, but did confirm that the device had damaged rotor bearings. The event did not involve a product problem indicating an adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor product inquiries of this type for adverse trends.

Event description:
It was reported that during testing performed by a sales rep at the user facility, the device was determined to be overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.